Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade hi flo had multiple kinks and stretching along the length of the shaft. At 122.2 cm from the hub flattening of the catheter was confirmed. The tip had damage in the form of a detachment of a piece approx. 1mm from the tip. The piece was not returned. Review of the product specification indicates the renegade hi-flo is compatible with a 5fr angiographic catheter with an ID of .042id. The reported information indicates the renegade was used with 4fr angiographic catheter which is not compatible with the renegade hi-flo, therefore, there is an indication of a compatibility issue.

Event description:
Reportable based on device investigation completed on 01aug2022. It was reported that a micro-catheter was stuck. A 135/20 renegade hi-flo selected for use in a percutaneous selective arterial embolization in the liver. During advancement, the device was stuck into the 4f image catheter. The procedure was completed with a different device. No complications reported and the patient is stable. However, the device investigation revealed a piece of the tip (approximately 1mm) detached and not returned.